Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: analysis of the returned device revealed stent damage and hypotube kinks. A visual and microscopic examination found that the stent was damaged along several strut rows at the center. Struts on various rows are bent outwards. The stent was also slightly stretched thereby partly covering the distal markerband. The hypotube was kinked at various locations along its length. The distal inner and outer were kinked and twisted just proximal to the proximal balloon bond. No issues were noted with the tip and balloon of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre dilatation was performed with the 3.0 x 15 mm maverick balloon catheter and the 3.5 mm x 28 mm promus element stent delivery system was advanced to the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.